Manufacturer narrative:
Device evaluation summary: the device was received for evaluation, with a note was written on the pouch which stated: "balloon not fully deflate". The powercross was inspected and observed the unit was in a post-inflated state. Dried biologics were observed within the catheter shaft. The strain relief was removed and found no kinks or bends to the catheter shaft. The balloon material appeared intact. The guidewire lumen port was attempted to be flushed with water, but due to a blockage of the lumen from the dried biologics the guidewire lumen would not flush. A 0.018" gw from the lab was unable to be loaded due to the blockage. Connected the balloon port of the manifold to an inflation device filled with water. 14atm was administered and the balloon inflated. The powercross was attempted to be aspirated; however, the balloon did not deflate. It was discovered the catheter shaft showed crimp marks approximately 1.5cm from the proximal balloon bond. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a powercross pta balloon to treat a lesion. An unknown issue occurred with the device, and the procedure was completed with another balloon. No patient injury was reported.